Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that her adc freestyle libre sensor did not apply. The customer further reported that she did not have an alternative way to monitor her glucose, and subsequently experienced symptoms described as dizziness, pain, cold sweat, nausea, and ketones in her urine. The customer presented to the hospital on (B)(6)2019, where she was diagnosed with hyperglycemia and administered intravenous insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre sensor did not apply. The customer further reported that she did not have an alternative way to monitor her glucose, and subsequently experienced symptoms described as dizziness, pain, cold sweat, nausea, and ketones in her urine. The customer presented to the hospital on (B)(6) 2019, where she was diagnosed with hyperglycemia and administered intravenous insulin for treatment. There was no report of death or permanent impairment associated with this event.